Event description:
Device issue: stent fracture. Time of device issue: 1 year post stent implant. Adverse event: restenosis. Onset of adverse event: 1 year post stent implant. It was reported that approximately one year ago, a 3.5 x 23 xience v stent and a 3.5 x 12 xience v stent were implanted overlapping in the right coronary artery. On (B)(6) 2010, the patient was treated with an additional non-abbott stent for restenosis of the stented area due to possible stent fracture. Though requested, no additional event or patient information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was not provided. A follow-up will be submitted with all relevant information. The 3.5 x 12 xience (part 1009530-12, lot unk), indicated is being filed under a separate MFR #.